Manufacturer narrative:
It was reported that the screen does not respond well. The failure occurred during treatment and the cardiohelp was exchanged. A getinge field service technician (fst) was sent for investigation and repair. The touch display was recalibrated, which corrected the issue for a short time, but it reoccurred. The user interface hardware update kit was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The log files of the reported cardiohelp device were reviewed and the error message "touch failure appears" could be confirmed on the date of event. The failure "touch panel is not responding" has been previously acknowledged and actions have been implemented to avoid the reoccurrence of the issue. The touch panel foil (material#70505.3579_rev.02) which was used formerly showed an increased rate of connection problems. As a solution for that a new touch panel was implemented and is built in cardiohelp units since september, 2019. In regards to the replacement of this part a service bulletin (issue 82 / 2019-09-25) was provided to the sales and service units. The cardiohelp has several safety features, that the device can be operated, even when the touch screen does not work anymore. All-important adjustments can be made by using the rotary knob or if all other things do not work by engaging the emergency mode to keep up the blood flow. Further, according to the instruction for use the touch screen has to be checked before use. Thus the risk for harm of any person is remote. The product in question was produced on 2015-09-24. The root cause for this issue was already determined as a quality issue and a new touch panel was implemented as part of the ch user interface hardware update kit (material#70107.3922) in september, 2019. Based on the results the reported failure "touch screen does not respond well" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID:(B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that the touch screen doesn¿t respond and the device was exchanged during treatment. No harm to any person has been reported. Complaint ID:(B)(4).